Event description:
It was reported that during retraction of the support catheter from a cto in the distal sfa, the tip of the catheter detached. A stent was implanted to appose the detached tip to the vessel wall. There was no reported patient injury.

Manufacturer narrative:
Original bulk none sterile manufacturer has no direct contact with end user. Excluding specific information related to the original manufacture, contact, location, lot and code, information included in the MDR record provided by original manufacturer's customer. (B)(4).